Manufacturer narrative:
(B)(4). During a follow up phone call by product surveillance to the nurse on (B)(4) 2011 regarding the miss-spiking, it was revealed that the home patient (hp) never reported this issue. Per nurse, hp is doing fine and continuing therapy. No further information was provided.

Event description:
A customer contacted baxter's global technical service center reporting that the compact exchange device (cxd) carriage would not release the spike. The home patient (hp) stated that he had to force the tubing into the slot in order for it to stay. The hp added that when he spikes the bag he has to pry it up. The hp stated that the cxd was clean and not sticky and the carriage moved freely. The hp stated that he had heard the cxd make a pop the last time he used it. Per initial report, the technical service representative (tsr) arranged for a swap of the cxd. Patient was involved, but there was no patient injury or medical intervention indicated at the time of the reported incident.

Manufacturer narrative:
(B)(4). A review of the information within the complaint revealed the sample was discarded prior to being returned to baxter. Based on available information; the assignable cause for the reported issue was undetermined. The cxd device history record review could not be performed due to an unknown serial number. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.